Event description:
The customer reported the battery does not hold a charge where the device unexpectedly shutdown in testing.

Manufacturer narrative:
(B)(4). The customer reported the battery does not hold a charge where the device unexpectedly shutdown in testing. There was no pt involvement. The customer isolated the issue to the battery. The age of the battery was unk. We will consider this a malfunction of the battery where the device shutdown unexpectedly in testing.